Event description:
The customer was hospitalized with dka. Customer complained that the pump was frequently alarming no delivery. Explained this is a high pressure alarm design to alert the user that something is preventing the delivery of insulin. During the troubleshooting, the customer disconnect from the pump, removed the reservoir and programmed a bolus and the unit still alarm no delivery. Instructed to discontinue use of pump.